Event description:
It was reported that a pt underwent an unk procedure on an unk date. During the procedure, the mesh came apart during implantation and the mesh was not trimmed. The surgeon tacked the mesh in place and there were no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Delamination. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.